Manufacturer narrative:
Pc-(B)(4). Date of event is 2021. Event day and month unknown. Captured as (B)(6) 2021. Batch # unk. Photo analysis: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows the tissue with a staple leg that appears to be not properly formed. Based on the picture provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that the staple formation was not fully completed. There was one single staple that was malformed. After checking, the wound did not bleed.